Event description:
The complainant reported a patient in myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient's computed tomography had irregular imaging, likely caused by left atrial appendage thrombus embolizing and moving. The doctor was able to open occluded vessels on impella support in the cardiac catheterization lab. While on support, a stroke from the same embolization that occluded his coronaries was noted. The patient had no neurological function and care was withdrawn. The patient expired while on impella support. Abiomed's medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's outcome.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.